Event description:
It was reported that the patient presented into the hospital experiencing discomfort and dyspnea. Diagnostic imaging was performed and confirmed the right ventricular (RV) lead had migrated and caused a cardiac perforation in the mediastinum. The RV lead was successfully repositioned to resolve the event. The patient was stable and will continue to be monitored.